Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia. Patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that a transmitter stopped working occurred. The error message occurred approximately an hour after the sensor had been inserted on (B)(6) 2022. The transmitter had been activated on (B)(6) 2022. The patient was able to perform one finger stick bg but ran out of test strips and was unable to monitor her bg. The patient went into a ¿diabetic coma¿ [presumed to mean a loss of consciousness] and her spouse called emergency medical services (ems). Ems performed a bg which was 1000 mg/dl and transported the patient to the hospital. The patient was treated with insulin and admitted to the intensive care unit. At the time of the report, the patient was still in the ICU (five days after the event). She was alert and stable. Data was evaluated and the allegation was not confirmed. The probable cause could not be determined. In addition, a sensor failure during warmup due to low counts aberration was found in connection with the reported allegation. No additional patient or event information is available.